Event description:
Caller reported that patient had suffered a hypoglycemic seizure. They were provided juice as treatment. A freestyle test was conducted on patient's finger with a result of 196 mg/dl. Paramedics were called and arrived within two minutes. A second reading was conducted by the paramedics with an unknown meter with a result of 29 mg/dl. IV treatment was provided by the paramedics. Morphine was provided for pain. A catscan was conducted to assess damage from the seizures. Outcome of the test was not reported. Customer was in the hospital unit late 10/19/02.